Event description:
A 27 year old female with medical history or mitral regurgitation status post mitral annuloplasty in 1989, ross procedure and plasty of coronary ostia in 9/1991 underwent a mitral valve replacement using a 37mm mitral homograft and a pulmonary valve replacement on 3/26/1998. On 3/31/1998, patient required re-operation due to dehiscense and perivalvular leak. The re-operation invlolved augmenting the mitral annulus with pericardium.